Event description:
Pt reported the insulin delivery of the infusion device is too low, and the menu button is defective. Pt went to school in the morning of (B)(6) 2011, and she disconnected the infusion device for 45 mins to swim. Blood glucose was 13 mmol/l (234 mg/dl) before swimming and was 22 mmol/l (396 mg/dl) after. She delivered a 12 ie correction bolus via the infusion device and blood glucose lowered to 18 mmol/l (324 mg/dl). Mother was called to pick pt up from school, and her blood glucose was still elevated to 18.2 mmol/l (327.6 mg/dl). Mother contacted the diabetic nurse and received a schedule to deliver insulin by injections. Pt felt sick and tired due to the hyperglycemia. The infusion device display did not change when the menu button was pressed, and the battery was no empty. When pt was at home, the infusion device display functioned for a short period. The infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.